Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent cesarean section on an unknown date and topical skin adhesive was used. Following the procedure, the patient sat up in bed and the pannus stuck to the topical skin adhesive. It was a difficult process to get the device unstuck from the skin. The patient experienced pain associated with the detachment of the topical skin adhesive from the skin. Additional information has been requested.

Manufacturer narrative:
It was reported that the pannus adhered to the topical skin adhesive three hours post operatively. The surgeon peeled back the pannus from the topical skin adhesive. Currently, the patient is fine.